Manufacturer narrative:
On december 28, 2022, mentor became aware that the left side replacement device used on (B)(6) 2021 was catalog number 3501645; serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: explant date is (B)(6) 2021. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unspecified mentor breast implant and suffered from a deflation on the left breast implant. As a result, the patient will undergo removal on (B)(6) 2021.